Manufacturer narrative:
This correction would not change any previously reported investigation results.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were provided and review. Review of the revision operative notes confirms that the patient underwent revision hip arthroplasty on (B)(6) 2017. Lab tests prior to revision shows elevated ion levels. Revision notes states no loosening or malposition noted. Osteolysis proximal femur appx 7mm, did not interfere with stability of stem. Notes black rim at head- neck taper. Removed liner & head & implanted new liner & head. Treating with presumed diagnosis of infection, PICC line placed, IV vanco for 6 weeks, with ID dr. Blum. Specimens intraop: multiple tissue/specimens collected. Leukocyte esterase positive +1. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: liner neutral 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell, pn 00875101036, ln 63005769, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset, pn 00771101220, ln 63026820, bone scr 6.5x30 self-tap, pn 00625006530, ln 63098575, shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners, pn 00875705201, ln 63034780. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04613, 0001822565-2019-04643. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total hip arthoplasty. Subsequently, prior to the revision procedure, pre-revision work up revealed elevated metal ions, and fluid at joint by mars magnetic resonance imaging. Revision of head & liner performed. Surgeon noted black rim at head/neck juncture and osteolysis at femur; however, the femur was not noted to be loose. Surgeon¿s plan indicated treating patient for presumed infection. Attempts were made to obtain additional information; however, none was available.